Manufacturer narrative:
Aso was able to obtain a lot number and performed test for adhesion properties for unused returned samples as well as retained samples in addition to reviewing test for biocompatibility tests. (B)(6) 2016 as consumer returned two boxes with different lot numbers and brand names, aso has submitted two different form FDA 3500a. Please refer to MFR report # 1038758-2016-00106 for topcare strong strips antibacterial bandages, lot # 00035801 and MFR report # 1038758-2016-00107 for family wellness strong strips antibacterial bandages, lot # 00049946.

Event description:
Consumer stated that she is allergic to antibacterial bandages and she had a reaction after using the product.